Event description:
A (B)(6) distributor contacted zoll customer support to report that they were unable to baseline a patient due to distortion of the side-to-side (ss) channel.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (distorted ss channel) was confirmed. Upon evaluation, the electrode belt was unable to baseline due to distortion of the ss channel. The cause for the distortion was isolated to a pinched wire in the cable connecting the distribution node and ECG "c." The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The patient received a replacement electrode belt.